Event description:
Reported received from an international affiliate of leakage occurring below the flush device of a transducer. The report reads: in 2005, a leakage was noted at a tubing connection of a female connector while the kit in use on the pt in the operating room. The kit was changed to a new one. There were no reported advese pt effects including blood loss and not reported delay in therapy, considered critical to the pt." Upon further query the following information was provided: the leakage occurred between 30 minutes and 1 hour after connection to the pt. It was reported that at first the waveform was stable, but it became "strange". The line was checked and the leakage was noted. An unspecified part of the kit was exchanged for a new one and the procedure was continued. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.